Event description:
It was reported that cartridge change errors occurred intermittently with multiple cartridges during the load sequence. Customer loaded a new cartridge and was able to resume insulin therapy. Customer¿s blood glucose level was 167 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.